Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the iol did not seat well; therefore, it was removed. A vitrectomy was done and an anterior chamber iol was implanted. The procedure was completed. The patient did well.